Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2022. The customer had died of cancer. The customer had an infection at the time of hospitalization. The event involved product(s) mmt-723rnas, unomedical and mmt-332a. Troubleshooting was performed and the customer was not using the insulin pump at the time of death. The insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0877 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. The following were noted during visual inspection: minor scratched display window, cracked display window, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and damaged motor slide tip threads. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below when reviewing the history download. There is no data available due to the pump was stored for an extended period without a battery. Unable to list the total insulin delivered on the event date 12-feb-2022 and the 7 days prior to that date due to no data available. Unable to perform the history review 1 week prior to the event date 12-feb-2022 in the pump history file due to no data available. The pump passed the functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.